Event description:
Boston scientific received information that the patient with this right ventricular lead experienced multiple inappropriate shocks. An x-ray revealed this lead was dislodged and located in the right atrium. A revision procedure was performed. This lead was successfully repositioned. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. No further information is expected regarding this event. Should further information be obtained, this event will be updated.